Event description:
A (B)(6) male had a zenith endovascular graft implanted on (B)(6) 2012. The graft deployed according to the instructions for use (IFU). A final angiogram was taken and a type 1 endoleak was noted. The physician inserted a coda balloon and inflated several times at the seal zone. The endoleak showed it had slowed but was still evident. The physician placed another manufacturer's stent at the proximal seal zone of the main body. Inflation was then done with a 28x40 balloon of another manufacturer's. Another angiogram was done revealing the endoleak was resolved. The procedure was completed with no more complications and the patient doing well. No images were taken nor available to return.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.